Event description:
During verification testing at the manufacturing facility, the clave port remained in the open position; subsequently a leak of solution was noted.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.